Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited undersensing of patient arrythmia. Patient has deceased, and there was no clinician allegation of that the implantable cardioverter defibrillator (ICD) system was in any way related to patient death.